Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was activated by the public in singapore with no reported malfunction and it was sent for evaluation at zoll singapore. The evaluation of the unit and saved clinical files found the unit to be functioning as expected and as designed. The device was recertified for clinical use. No trend is associated with reports of this type. This report was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged there was no malfunction with the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device prompted "no shock advised" for a simulated shockable rhythm. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.